Event description:
During the post assessment, an echocardiogram revealed an effusion and a pericardiocentesis was performed. No additional information is available at this time.

Event description:
During an atrial fibrillation procedure, an echocardiogram revealed an effusion during post assessment and a pericardiocentesis was performed to stabilize the patient. There were no performance issues with any abbott devices.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. In addition, no log files were received. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.